Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown left trident hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
(B)(6). An event regarding squeaking involving a trident alumina insert was reported. The event was confirmed. -medical records received and evaluation: a review of the provided office notes, operative reports, and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made of the cause of the symptoms described in the event description.¿ -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records after (B)(6)-2010 is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient has hip implants. Patient is reporting hearing noise, especially in the left hip. Patient also states that he is hearing squeaking noises.

Event description:
It was reported that the patient has hip implants. Patient is reporting hearing noise, especially in the left hip. Patient also states that he is hearing squeaking noises.